Event description:
The svc report shows that while at the facility to do an upgrade, the customer reported that another staff member had reported an alarm situation but no audible alarm. The event was reported to be on or around july 21, 1998 as determined by interviewing the facility staff. There was no pt harm verified. The clinical staff was unable to give any detail as to which alarm was violated, which parameters were set at what values or if there were any visual alerts. Biomed stated that both the clinical and biomedical staff evaluated the device immediately and could not duplicate any problems after applying a variety of pt simulations, with testing over several days. The nellcor puritan bennett customer suppoort engineer could not duplicate any reported issues. The customer support engineer inspected the device and replaced the power switch and alarm kit as a precaution. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.